Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned unit for failing to alarm when the set was dislodged.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿not detecting dislodged set.¿ the unit was triaged and the customer¿s reported condition was confirmed. Customer complaint was verified and was isolated to a damaged flex circuit. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.